Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that cutting failure and aspiration was normal during vitrectomy surgery. The surgery completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Upon further assessment, it was identified that mfg. Report number: 1644019-2026-00514 was found to be a duplicate of 1644019-2026-00505. Hence, no further reports will be submitted under mfg. Report number: 1644019-2026-00514. All further reports will be submitted under mfg. Report number: 1644019-2026-00505. The manufacturer internal reference number is: (B)(4).